Event description:
It was reported that during an esopho-gastro dilatation (egd) procedure, a spontaneous partial deployment occurred. The lesion was located in an unspecified portion of the duodenum. Upon advancing the wallflex enteral duodenal 22mm x6mm stent delivery system (sds) to the lesion, the stent began to spontaneously deploy prior to reaching its intended location. The stent flared and the physician was unable to advance the sds further. It was not known if the stent was removed or fully deployed in situ. The procedure was completed with another of the same device. It was noted that no pt injuries or complications occurred.